Event description:
It was reported that biomed was troubleshooting for calibration error 2 (pre-warm inlet pressure error) on the arctic sun device . Actual value was 0 and expected value was 7. As per follow up information received on (B)(6) 2022 , biomed stated that the device was not being used on a patient as the problem was found during the preventive maintenance and the device would be sent in for repair. As per sample evaluation result received on (B)(6) 2022 , it was reported that the patient temperature 1 connection to the isolation circuit card had two broken solder connections leading to intermittent patient temperature readings . The device short filled once . The circulation pump had to be primed to complete autofill . The outer shell with louvers was missing a retaining bolt nut plate that holds the shell to the chiller frame . As per sample evaluation result received on (B)(6) 2022 , it was noted that tank seals were lifted and teared during repairs . It was stated that the double bend tube and evaporator output l tube were expanded. It was also noted that the flowmeter impeller turned but was a little sticky .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was troubleshooting for calibration error 2 (pre-warm inlet pressure error) on the arctic sun device . Actual value was 0 and expected value was 7. As per follow up information received on 18jan2022, biomed stated that the device was not being used on a patient as the problem was found during the preventive maintenance and the device would be sent in for repair. As per sample evaluation result received on 20apr2022, it was reported that the patient temperature 1 connection to the isolation circuit card had two broken solder connections leading to intermittent patient temperature readings . The device short filled once . The circulation pump had to be primed to complete autofill . The outer shell with louvers was missing a retaining bolt nut plate that holds the shell to the chiller frame . As per sample evaluation result received on 13jul2022, it was noted that tank seals were lifted and teared during repairs . It was stated that the double bend tube and evaporator output l tube were expanded. It was also noted that the flowmeter impeller turned but was a little sticky .